Manufacturer narrative:
User reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Escalation analysis indicated that the discrepancies observed may be attributed to the lag between sg and bg inherent to the sensing technology or calibrations entered during periods of rapid change. The user was recommended to enter all bg values into the system when they observed such discrepancies to support optimal system performance. Customer care advised the user to continue using the system and to perform calibrations when prompted. Although the user was provided with the escalation response, they stated that they wanted their sensor removed as they are not satisfied with the system. They were advised to contact their hcp for the removal. Per dms review, the system was in use with up-to-date information at the time of last interaction with the user.

Event description:
On march 15th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.